Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6), 2017 with blood glucose of about 45 mg/dl at the time of the incident. The customer was given juice and glucagon to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had a few lows as well as issues with uploading the pump. The insulin pump will not be returned for analysis.